Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon insertion of the balloon catheter into the sheath, when negative pressure was applied with syringe, air ingress was observed. The case was completed with cryo. It was noted post procedure, upon ambulation, the patient complained that it was difficult to walk, magnetic resonance imaging (MRI) was then performed, which detected an air embolism in the right frontal region of the head. The patient was subsequently diagnosed with right middle and right posterior cerebral artery infarction. A stroke medication, and a combination of anticoagulants and aspirin were administered. The patient had an extended hospitalization, and it was noted that the patient had a steady recovery. The patient has since been discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 10 applications were performed with balloon catheter, 2af284 with lot number 65697 without any issue on the date of the event. The data files showed system notice 50012 ¿corrupted refrigerant flow failure¿ on the reported date of the event. Clinical issues were encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the system notice and performance of the device. If information is provided in the future, a supplemental report will be issued.